Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data had been included in the report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 200 ohms on this right ventricular (rv) channel. Technical services (ts) provided troubleshooting options and recommended a full assessment of lead integrity in clinic using both dual-coil and single-coil vectors. Ts suggested to consider having x-ray imaging performed. This rv lead remains in service. No adverse patient effects were reported.